Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm was the hold on the tyvek? If yes, did it compromise the device sterility? If not, was it a different portion of the device packaging? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that there was a packaging issue. There was a hole in the plastic. Like devices were used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 7/19/2022 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the 2b5lt device was returned inside its package opened with no damaged; upon visual inspection, the seal area was inspected and evidence of being properly sealed was found in the package. In addition, no holes were observed in the tyvek. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. All ethicon product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. Although no conclusion could be reach on the cause of the reported event as per conditions of the returned packaging.